Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause heat. According to a review of the risk documents, the device can heat up if the driveshaft bearings are damaged. Therefore, it is likely the reported event was caused by the damaged driveshaft bearing.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. There was no patient involvement and no adverse consequences.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. There was no patient involvement and no adverse consequences.